Event description:
It was reported, the patient has not charged or used the system in over a year. As a result, the ipg cannot communicate with the external devices. The patient will meet with the physician and sjm representative as the next course of action.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.